Manufacturer narrative:
Unable to verify unspecified alarm due to blank display. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded home switch. Unable to verify unspecified alarm of absence of alarm due to blank display. Blank display was confirmed during analysis due to moisture damage on the electronic assemblies. Unable to download history files and traces due to blank display. Confirmed cosmetic damage to the battery compartment. No device test failed noted due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), device test failed, e/a alarm unspecified, blank display, audio/vibrate anomaly/absence of alarm. The event involved product(s) mmt-1780kl. Troubleshooting was performed and customer reported that pump was dropped/bumped with no visible pump damage. Self test was interrupted by an alarm. Customer reported a blank display. Customer is not using the correct battery cap for the pump they are using. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. Mmt-1780kl was requested and customer response was the device will be returned.